Manufacturer narrative:
Correction: device available for evaluation changed from yes to no. Investigation ¿ evaluation: a review of the instructions for use (IFU), specifications, and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. As per the instructions for use: ¿extreme caution must be used in placement and monitoring. Silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow." Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per health risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the turbo-ject® double lumen bedside power-injectable PICC catheter broke above both the purple and white hub where the clear part of the tubing is connected. The hubs did not break off completely. It is not known if the event occurred prior to implant, during implant or after the device was implanted in a patient. It is not known what actions were taken by the clinical staff to address this event. Additional information relating to the event and patient was requested; no additional information was received as of the date of this report.